Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd integra¿ syringe with detachable needle leaked during injection between the syringe and needle. Found during use. No reports of serious injury or medical intervention noted. The client needed to be injected an extra time.